Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, a "muscle relaxer" and morphine via an implantable infusion pump. It was reported that the patient was trying to locate a healthcare provider (hcp), and "the last time this happened" in 2014, the patient was down 7 days and could not eat, and he thought he was having a heart attack. By the 5th to 6th day, the patient could not even lift his head. The pump shut down and he got real sick in the hospital. This was also reported as, the patient was in the hospital and had an issue where the pump was accidentally put in stop pump mode by the clinician programmer. The patient had a reaction from not getting his medications; the issue was resolved when they came back and started the pump up again; "within the hour he was fine." The patient knew he was allergic to dilaudid; it made him "swell up really bad" when it was first implanted, and he gained 26 pounds of water in 2014; the patient thought it was mid-year, but was not sure. They switched to fentanyl, morphine and a "muscle relaxer." The patient had a short term memory issue and did not recall all the details. The patient saw an hcp on (B)(6) 2015, and the patient had to find a new hcp. The patient thought he had 6 to 7 days of medication left in the pump. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.